Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.1 and 1.2 were not working. A field service engineer (fse) found that main half-height drawers 1 and 2 were not detected in the application. Upon opening the back panel door, no lights were visible on any drawer controller boards. Further inspection and measurements revealed that drawer 1.1 had a non-functional drawer controller board, and drawer 2 had a failed pyxibus controller board. Both components were replaced. The drawers were secured, and tests were run using the hardware test application, all of which passed. The station was rebooted, and the user successfully recovered both failed drawers. All tests confirmed proper operation and fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.